Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient's battery had been low, so they recharged. The following day when they were walking around, patient stopped feeling stimulation. Patient was not able to increase or decrease stimulation. Patient could feel stim but was not covering the right side adequately where they needed it. Patient tried another group which resolved the issue. Patient stated that it was a different stim sensation than group a. It was covering better in the right side than group a. Patient was redirected to their hcp to address programming further, if necessary. Patient had an appointment with the hcp in the following week. Patient also mentioned that they were legally blind.

Event description:
Additional information was received from a healthcare provider (hcp) regarding the patient. The hcp reported that reprogramming fixed the problem. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.